Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the legal manufacturer's investigation, the cause of the reported issue was found to be due to user error. The images were not saved due to the client's settings. There were no issues found with the subject device.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿no image¿ was confirmed. It was found that the customer¿s settings prevented the unit from capturing and saving to memory. The customer¿s scope switch was not set to release. The unit passed all functional test. The unit has update narrow band imaging (nbi) and software. An investigation is ongoing to obtain additional information regarding the reported event. If additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the camera head displayed no image. It is unknown if the intended procedure was completed. There was no patient injury reported.